Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a procedure, a piece from the pin puller fell into the wound site and was immediately removed by the surgeon. There was no surgical delay. The patient was last known to be in stable condition following the event. The product is available for return.

Manufacturer narrative:
H6: investigation determined the broken truliant pin puller reported, was likely the result of: 1) the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. 2) off-axis loading when the user applies a bending moment to the device during pin driving/pulling. Corrective action taken: 1) the design was updated to improve the strength of the breaking area. 2) the operative technique was updated to instruct users to avoid using the instrument offaxis. 3) a new short-headed pin and an updated syringe pin puller was designed to address the sticking with the baseplate trial while not compromising the strength of the syringe pin puller at the previously broken area.